Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing a quick-release drill bit on (B)(6) 2010. During the procedure, the surgical technician noticed the drill bit had fractured. Post-operative radiographs were taken, however, it could not be determined if the fractured portion was retained by the patient. Further follow-up with the surgeon confirmed that the fractured tip is retained in the patient's bone. At this time, the surgeon does not plan to perform a revision surgery and he does not think that the retained tip will cause any issues.

Manufacturer narrative:
This event was originally assessed as a product malfunction as it was not known at the time the initial report was sent whether the patient retained a foreign body. Follow up information provided indicates the patient retained the fractured portion of the drill bit and this event has been reassessed as a serious injury. This report filed november 15, 2010.

Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing a quick-release drill bit on (B)(6) 2010. During the procedure, the surgical technician noticed the drill bit had fractured. Post-operative radiographs were taken, however, it could not be determined if the fractured portion was retained by the patient. No further information has been provided by the surgeon to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. The following sections could not be completed since the proper product identification was not provided: (B)(4).